Event description:
It was reported that deflation issue occurred, requiring additional intervention. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified vessel in the forearm. A 7.0 x 40mm, 135cm ranger drug coated balloon catheter was selected for use. During the procedure, after approximately two minutes of balloon inflation, an attempt was made to deflate the balloon. However, contrast could not be withdrawn. The patient was taken to surgery, where the balloon shaft was cut and subsequently removed from the patient. There were no patient complications as a result of this event.